Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-35937, 2017865-2021-35938. It was reported the patient presented in clinic due to an infection and erosion on their implanted pacemaker system. The pacemaker, right ventricular lead, and atrial lead were explanted without issue. The patient's status was unknown.